Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to replicate the customer reported complaint. Failure analysis placed the instrument on an in-house and the instrument closed and opened no issues. Failure analysis investigation also found the following additional damages to the instrument: the pitch cable was found frayed at the distal clevis hub. No damage was found at the clevis. The pitch cable was found loose at the distal clevis hub by where the frayed pitch cable occurred. Both cable crimps remained in the clevis and no damage was found on the cable. The housing was removed and the pitch cable was found loose at the clamping pulley, but no loose clamping pulley screw was found. There was residue on the clamping pulleys by the cable rails area inside the housing. The evidence was inconclusive, but the damage was likely due to improper cleaning. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found.

Event description:
It was reported that the prograsp forceps instrument jaws would not close prior to starting a da vinci myomectomy procedure. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.